Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, concentric, 99% stenosis in the proximal left anterior descending artery. Reportedly, during pre-dilatation, the 2.75 x 15mm rx trek crossed the lesion; however, when the device was inflated the balloon did not inflate. Another rx trek was used to complete the procedure without an issue. There was no resistance met during advancement; however, resistance due to patient anatomy was met during retraction of the device. There was no report of a clinically significant delay in the procedure and no patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.